Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragments of coiled metallic material") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of normal delivery (live child) (2), abortion (2), parity 2, multi gravida, smoker, augmentation mammoplasty, uterine fibroma, irregular periods, heavy periods, discomfort and pelvic pain in 2021, covid-19 and anxiety in 2020, confusion, alcohol abuse and alcohol intoxication in 2019 and breast prosthesis implantation in 2005. Previously administered products included: xanax. Concurrent conditions were listed as activities of daily living impaired and hypercholesteremia since 2021 as well as pelvic pain since 2020. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (robotic salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: removal foreign body possible open. Lmp (B)(6) 2021. Patient desires removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): diagnosis/clinical information: contraception management/pelvic pain past-op diagnosis: contraception management/pelvic pain procedure: robotic salpingostomy with removal of essure/hysteroscopy a. The specimen is a few pieces of coiled metallic material ranging from 0.3 up to 1.0 cm in length x less than 0.1 cm in diameter, and attached apparent tissue fragments aggregating up to 1.1cm. The tissue is submitted in one block. B. The specimen is several fragments of coiled metallic material ranging from 0.4 up to 1.5 cm in length x less than 0.1 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical records received. Event medical device removal is replaced with device breakage reporter information ,lmp date,medical history,lab data,drug stop date updated,event onset date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("fragments of coiled metallic material") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of normal delivery (live child) (2), abortion (2), parity 2, multi gravida (4), smoker, augmentation mammoplasty, uterine fibroma, irregular periods, heavy periods, discomfort and pelvic pain in 2021, covid-19 and anxiety in 2020, confusion, alcohol abuse and alcohol intoxication in 2019 and breast prosthesis implantation in 2005. Previously administered products included: xanax. Concurrent conditions were listed as activities of daily living impaired and hypercholesteremia since 2021 as well as pelvic pain since 2020. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time she experienced device breakage (seriousness criterion intervention required). The patient was treated with surgery (robotic salpingostomy with removal of essure/hysteroscopy). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: pre and post operative diagnosis: pelvic pain/ persistent pelvic pain that is interfering with daily activities. The patient desires removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: diagnosis/clinical information: contraception management/pelvic pain. Past-op diagnosis: contraception management/pelvic pain. Procedure: robotic salpingostomy with removal of essure/hysteroscopy. The specimen is a few pieces of coiled metallic material ranging from 0.3 up to 1.0 cm in length x less than 0.1 cm in diameter, and attached apparent tissue fragments aggregating up to 1.1cm. The tissue is submitted in one block. The specimen is several fragments of coiled metallic material ranging from 0.4 up to 1.5 cm in length x less than 0.1 cm in diameter. [Surgery] on (B)(6) 2021: operative findings: intratubal essure. Uterus and adnexa normal. Right tube was open with monopolar and essure was visualized and freed of adhesions and removed; procedure was repeated on the left tube. Hysteroscopy: justification: to remove any vaginal portion of the essure. Findings: cervix normal, corpus normal; hysteroscopic findings: cornua and ostia were visualized no evidence of essure remnants was visualized. Procedure: laparoscopic partial bilateral salpingectomy/patient desires surgical sterilization. Procedure was well tolerated and the patient was taken to the recovery room in stable condition. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-oct-2023: quality safety evaluation of ptc. Upon internal review, some procedural details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.